Event description:
Additional information provided on 06nov2018 reported that the suture was never removed from the patient. It was also noted that the patient is currently doing well with no pain or discomfort and there has been no evidence of infection or inflammation from the suture.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record revealed one relevant nonconformance in the main lot, in which three affected devices were scrapped for the proximal end being incorrect due to too many threads showing. It should be noted that there were no other complaints reported for lot 9067301. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: senior radiographer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient as a drain for a left pleural effusion. Four days after the placement, the drain was removed by a respiratory fellow. The suture string remained in situ as it was not able to be removed at the time for unspecified reasons. As a result, the suture string was cut from the drainage catheter and a dressing was placed over it, of which 6-7cm of the suture string was exposed outside of the patient. Two days later, the dressing was removed to retrieve the suture string but it was no longer visible as it had migrated completely to the left pleural space. The location of the suture string was confirmed by ultrasound. As reported, no additional procedures have been planned for the removal of the suture.